Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 304 and 151mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. The customer was advised to return the strips for evaluation. Replacement test strips and a new meter were sent to the customer.